Event description:
It was reported via the customer that a fragment fell out of the attachment. It was subsequently reported that during testing conducted at the manufacturer, that the fragment was part of a broken bur. It is unknown if there was pt involvement or adverse consequences as a result of this event. No further info was provided.

Manufacturer narrative:
The bur fragment and attachment subject to this investigation was returned for evaluation. It was visually confirmed that the bur was broken along the shank. Lot number info has not been provided to permit further investigation. The root cause is undetermined.